Event description:
Device 1 of 2. The details related to MFR# 1627487-2010-01409. On (B) (6) 2007, the pt was implanted with a scs system. When pt increases or decreases amplitude using the rapid programmer to communicate, the pt experienced surges and a motor response in their leg(s). On (B) (6) 2009, the pt underwent a revision and their percutaneous lead was replaced with a paddle lead. However, the pt still experienced the same motor responses when adjusting the amplitude. The pt gets good/normal stimulation when not adjusting the parameters. The ipg was replaced along with the leads. This corrected the pt's motor response issues.

Manufacturer narrative:
Eval method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.